Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at about 4atm. The device was removed without any problem. The procedure was completed with a different device. No complications reported and patient was good post procedure.